Manufacturer narrative:
The customer reported that the system had a lower power output. There was no reported patient impact. The company representative examined the system and was able to confirm the reported event. The reported event was caused by a cloudy slit lamp mirror. The company representative cleaned the mirror. The system was then tested and met all product specifications. The system was manufactured on october 21, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a dirty slit lamp mirror. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during a procedure the laser output power was decreased. The procedure was completed. There was no harm to the patient.